Event description:
It was reported that a beta bionics ilet user received restart alert 64 repeatedly after restarting the device 8 times. The dexcom g7 sensor was reading high with no way to manually verify blood glucose. Ketones were tested as moderate. A replacement device was arranged for the user. The user is to seek care from hcp.

Manufacturer narrative:
Report 3019004087-2025-01760 sent regarding hospitalization. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.